Event description:
It was reported that the device was used during an laparoscopic cholecystectomy procedure. The clips were malformed. Another device was used to complete the case. There was no consequence to the pt.